Event description:
Customer reports 3 cracked venous headers noted during patient use and rprocessing of dialyzers. Estimated 120cc blood loss reported with no patient injury; patients were treated with ancef intravenous prophylactically when crack noted during patient use. The dialyzers were reused 10, 23 and 12 times prior to this occurrence.